Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the disk for clarity iq ii and ip revised ii (os disk) and re-installed the operative system which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. The fse examined the system and found the os (operating system) disk was defective. The fse replaced the os disk to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.